Event description:
It was observed that during the device evaluation, the flushing pump exhibited poor water supply that was caused by a component failure of pump head. There was no patient involvement.

Manufacturer narrative:
The device was visually inspected, and functional testing was performed. The device evaluation as noted in section b5, the flushing pump poor water supply was caused by a component failure of pump head. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of pump head. The cause of the pump head failure could not be determined. A device history record-DHR was completed, and no issues were identified. The instructions for use (IFU), it states: 7.2 checking the flow rate. The pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient, we recommend that you replace the pump head. 1. Insert the specified water tube (maj-1607 or maj-1608) to the pump head. 2. Set the flow rate to "9" and pump until water exits from the tube in order to purge the water tube of air. 3. Put the end of the tube in a container (beaker etc) with volume measurements on it, and pump for 20 seconds. 4. When the flow rate falls below 200ml (equivalent to 600ml/min), replace the pump head referring to section ¿pump head replacement¿ on page 46. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited poor water supply that was caused by a component failure of pump head. There was no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. There is no potential for the reported issue of weak flow and pump head failure to cause or contribute to death or serious injury if the malfunction were to reoccur.